Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, leaking was noticed. It was reported that the sets "luer connection was not fitting (to small) to pivc, bung or another connector caused leakage". Reported that there was no patient involvement.